Manufacturer narrative:
(B)(4). The lot was manufactured from june 26, 2015- june 30, 2015. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was inspected at the baxter dublin compounding center. A visual inspection revealed a white particle floating in the reservoir of the device. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a foreign particle floating in its solution. This was identified after the device was filled with an unspecified amount of meropenem. There was no patient involvement. No additional information is available.